Event description:
Reporter alleged blood glucose result was 118, 70, and 111 mg/dl all performed back to back within a min of each other. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.